Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012728486 was returned and analyzed. Visual inspection of the handle identified a kink at the side port tube. Functional testing was performed; no anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The relevant sub-assembly inspection and tests were performed; no anomalies were discovered. In conclusion, the sheath failed the returned product inspection due to a side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, another manufacturer's intracardiac echocardiography (ice) catheter became ensnared with the loop catheter as both were being removed from the left atrium along with the sheath. Upon removal and inspection, the three most distal electrodes on the loop catheter appeared to be sheared distally and were grouped close together without any spacing. All nine electrodes remained attached to the loop catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.